Event description:
It was reported that during a da vinci-assisted surgical procedure, a mega suturecut needle driver instrument had a broken cable. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was thoroughly inspected before use and no issues were identified. The surgeon noted that the breakage happened without warning and was unsure as to why it occurred, as there were no functional anomalies or prior indications of instrument malfunction during the hour that the instrument was in use. Notably, there was no collision with other instruments or hard materials during the procedure. The staff reported no resistance while removing the instrument through the cannula. Post-event inspections revealed no damage to either the cannula or the instrument itself, aside from the original fragment loss. Retrieval of the dropped fragment was successfully accomplished using a robotic needle holder, and all fragments were confirmed to be recovered. A post-operative x-ray confirmed no remaining fragments inside the patient. No additional surgical procedures, such as conversion to open surgery or laparoscopy, were required for fragment removal. The procedure was completed robotically as planned. The patient did not return to the hospital for any post-surgical complications. After the procedure, the retrieved fragment was discarded into a sharps container per hospital protocol and not returned to intuitive surgical, inc. (Isi).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.